Event description:
Additional information received reporting low object vision in distance and difficulties when working near. She currently does not use correction tools. She reports having low vision since childhood and has had two operations for horizontal nystagmus. She has requested correction, however was refused. It as diagnosed as moderate hypermetropia, astigmatism, horizontal operated nystagmus, and amblyopia. It was suggested to implant a phakic lens. The patient refused. Then the patient had a lens implanted and was satisfied with the result reporting experiencing more natural colors, more comfortable and calm vision for distance and near. She is able to see faces now. A month later the patient reports reduced vision - right to 0.4-0.5, left to 0.2 - 0.3. Laser dissection was performed and the vision improved slightly ¿ visual acuity 0.8-0.9. On the oct of the anterior segment, there are changes in the iol (glistening).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number.

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported approximately two and a half years following the implant of an intraocular lens (iol), a patient was diagnosed with a secondary cataract and pronounced glistenings on the implanted lens. Additional information was requested. There are two medical device reports associated with this patient. This report is for the left eye.